Event description:
The recipient is reportedly experiencing no sound. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly lost and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well.